Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the product associated with this complaint has not been received for evaluation but a copy of the procedure report and several cine (still) images were received and are attached to this report. The procedure report indicates that a powercross 5x100mm 150cm angioplasty balloon was used to perform angioplasty of the popliteal artery and due to balloon perforation and fragmentation, the sheath was pulled back to the right common femoral artery level (the balloon could not be retracted across the calcific aortic bifurcation). A review of the cine images provided indicates that the images document the angiographic assessment and angioplasty treatment of a significantly calcific right peripheral (leg) system. The images also seem to document the placement of at least one stent in the common femoral artery but due to the lack of image resolution, the type of stent could not be determined. None of the images appear to capture the reported balloon perforation and/or fragmentation.

Event description:
The powercross balloon ruptured in a calcified lesion and did so circumferentially. When the physician attempted to remove the powercross from the sheath, a portion of the balloon broke off. The piece of the balloon was stented in place in the vessel.